Event description:
With regards to smith medical continuous epidural tray - after epidural space is acquired with touhy needle, it is found to sometimes be difficult/impossible to pass the catheter through the touhy needle. On inspection, it was found that catheter would catch at the tip of the needle, when it should pass easily through the tip. In addition, the catheter cannot pass at all through the after market 6" touhy needle.